Event description:
It was reported to bsc/target that during the procedure, while trying to withdraw the 3x8 sr gdc coil, it was noticed that the coil had become detached from the pusher wire. No current was ever used.